Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 45 mg/dl at the time of incident. The customer¿s current blood glucose value was 171 mg/dl. The customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose value by glucose tablet and glucagon. The customer treated high blood glucose with insulin pump. Customer reported they did not receive a sensor updating or sensor glucose not available alert. Customer reported they did receive a calibration not accepted alert. The customer declined troubleshooting for high blood glucose value and low blood glucose. The insulin pump will not be returned for analysis.